Event description:
It was reported that this cardiac resynchronization therapy defibrillator previously showed 9 and a half years remaining longevity. During the recent check, the device showed 3 months remaining. The patient was not in atrial fibrillation (af). Boston scientific technical services (ts) discussed possible reason for this issue. If behavior remains consistent would expect depletion to be more regular moving forward. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.